Manufacturer narrative:
Pump had partial display/missing segments due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump wont start. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.